Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Customer reported via phone call that the insulin pump alarmed with a no delivery several times within the past three days. The patient's blood glucose at the time of incident was between 300 mg/dl and 400 mg/dl. The customer stated that the timing of these alarms was always during basal or bolus delivery. The customer attempted to use different insulin sets, but the no delivery alarms kept reoccurring. Troubleshooting was initiated and the customer was able to successfully prime the pump. The customer was advised that the pump is in warranty and eligible for replacement. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.